Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
Implant date: estimated implant date (B)(6) 2019. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing due to suspected lead damage on the right atrial (ra) lead was observed. Lead damage was suspected, however, no lead anomalies could be confirmed via diagnostic imaging. No intervention has been performed at this time. The patient was stable.